Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. The service technician confirmed that it is power issue due to dead battery. As a resolution, the internal battery was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 shutdown and alarms when all power was removed. At this time, there is no information regarding patient involvement associated with the reported event.